Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: please clarify what "crashed at the time of use" means did the device jam? Did the strap deploy incorrectly? When the trigger was depressed, no straps deployed? Is the device broken? The product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was returned with the cannula cap damaged. In addition, a foil pouch was received. The instrument was disassembled; upon disassembly the ratchet pawl component was found with excessive wear and tear. 14 straps were found inside cannula shaft. No conclusion could be reached as to what may have caused the reported incident. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that a patient underwent an inguinal hernia repair on (B)(6) 2022 and the absorbable strap was used. It was reported that the product crashed at the time of use, showing a quality deviation. Upon evaluation of the retuned sample, it was found that the device was returned with the cannula cap damaged. There was no adverse patient consequences reported. Additional information was requested.